Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. With the power cord disconnected the unit was powered, the illumination of the display was verified. Verified that the main voltage led light turns on after connecting power cord. Inserted a disposable cassette and verified that the cartridge inserts completely, pushed in and removed. The critical overpressure warning visuals and sounds were also verified. A hand pressure gage was used to check the accuracy of the pump. The pump read all values within specification. A tube set cassette was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. The pump was then tested with a set pressure of 50 mm hg with a flow rate of 1.5 l/min. The pump was allowed to run for several minutes. After several minutes, the pump was unable to meet the set pressure with the shaver outflow valve set on open, half way, and all the way closed. The pump was opened to see if any damages were present internally, it was noticed the chassis is severely bent. The bent chassis had caused the motor to come into contact with the uni board damaging a resistor. The probable root cause for the reported failure could be due to the damaged resistor on the uni board. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that both devices stopped working and the surgeon decided to cancel the case. The patient had adverse swelling that the surgeon contributed to the pump. At this time the patient is reportedly fine and there was no additional intervention needed.

Event description:
It was reported that both devices stopped working and the surgeon decided to cancel the case. The patient had adverse swelling that the surgeon contributed to the pump. At this time the patient is reportedly fine and there was no additional intervention needed.